Event description:
Revision due to tibial and femoral components loosening, 8 years after primary. All components successfully revised using gmk-hinge implants.

Manufacturer narrative:
Batch review performed on 23 september 2024. Lot 162649: (B)(6) items manufactured and released on 19-may-2016. Expiration date: 2021-05-16. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs director. 8 years after primary cemented tka on an elderly lady with extreme varus knees, the components mobilize and require exchange to a constrained system. The radiographs supplied, presumably taken right before revision, show a significant medial osteophyte of the distal femur, which must have been articulating for a long time against the pe insert, causing damages and possibly contributing to the mobilization. Clearly this adverse event cannot be ascribed to a defect or malfunction of the implanted devices. Additional implant involved, batch review performed on 23 september 2024. Gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot 164086: (B)(6) items manufactured and released on 08-sep-2016. Expiration date: 2021-08-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.